Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l45809, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (50 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome ¿ other and non-malignant pain. The patient¿s other medications included oral oxycodone. On 21-apr-2016 it was reported that the patient¿s pump was going dry. The home health nurse attempted to refill the pump yesterday, but found that the port had moved. It was clarified with the reporter that they thought the pump flipped. The reporter stated that the patient was suicidal. Per the reporter, the patient had been to the ER (emergency room) ¿4 times ¿ 3 days in a row¿; the patient¿s blood pressure was ¿sky high¿; and ¿they know it¿s related to the pain¿. The ER would stabilize the patient and lower his blood pressure to 160/70 and then they would discharge him. The patient also had ¿cotton mouth¿. Per the reporter, the patient started experiencing symptoms approximately 6 months ago ((B)(6) 2015) and stated ¿the pump has been giving out in a while¿. The patient's symptoms had come on gradually. The home health nurse told them that she thought the catheter was pulled down due to the pump flipping. The nurse did not think the patient was in full withdrawal yet. Last night, the ER did an x-ray and there was ¿no leakage in the pump¿. At one ER visit, the ER gave the patient a shot of morphine and dilaudid. The patient had an appointment tomorrow to see the pump managing physician¿s pa (physician¿s assistant). The pump managing physician had referred the patient to a surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.